Manufacturer narrative:
Model and catalog number of the device is unknown the device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Event description:
It was reported that during the procedure, a hysteroscopy was performed followed by an attempt at an endometrial ablation. According to the caller, the physician "received an error on the radio frequency controller but did not remember what it was. They opened 2 novasure devices and both devices filled with fluid. He was unable to complete the case. He moved onto another method which is unknown." At this time the patient arrested and "as they were putting in a central line, she revived." No additional details available at this time.